Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional reported that on (B)(6) 2016 during the procedure the lead was able to slide up and down in the stimloc slip even with the clip installed and secured correctly. This was noted during normal case workflow. The healthcare professional removed and reinstalled the clip, it was visually inspected and used the tool to test the door of the clip. The healthcare professional felt the lead was secure enough once the stimloc cap was re-installed. This issue was not resolved. Patient was alive with no injury, no patient medical history was provided and no patient symptoms were reported. Further follow up is being conducted to obtain information about the cause and outcome.